Event description:
It was reported that the physician used a courier guidewire for a left ventricular lead placement. Once the lead was in place, the physician tried to remove the guidewire, but the proximal end broke off. The physician elected to leave the broken piece of the guidewire in the patient.